Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: during investigation, the display was found to be dim and fading. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display on the animas pump reportedly has gradually fading. The reporter cannot see the subject pump display in direct sunlight at all as well as the lights in the home. There was no trauma or moisture issue. The battery was replaced but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.